Manufacturer narrative:
Batch review performed on 21 march 2022: lot 1810856: (B)(4). Expiration date: 2024-03-19. No anomalies found related to the problem. (B)(4). Additional implant involved: stem: amistem c 01.18.151 cemented std stem size 1 (k103189) lot. 1903200 batch review performed on 21 march 2022: lot 1903200: (B)(4). Expiration date: 2024-08-21. No anomalies found related to the problem. (B)(4). Additional implant involved: ball heads: mectacer 01.29.212 biolox delta ceramic ball head 12/14 ø 40 size s - 4 (k112115) lot. 1908999 batch review performed on 21 march 2022: lot 1908999: (B)(4). Expiration date: 2025-01-25. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 3 months from the primary the surgeon removed all components (the cup was from a competitor), performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2022, 2nd stage revision has been performed,. Spacer removed and final devices implanted successfully.